Event description:
It was reported that the caller experienced an issue with the cartridge fit for the tandem mobi. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge with a new one, successfully resumed insulin therapy, and will receive a replacement cartridge through a gw order. No further assistance was required.